Event description:
During analysis of the vns generator for MFR report # 1644487-2010-02720, it was found upon interrogation that the pt's vns generator was programmed to settings indicative of a faulted diagnostics test. It is unk when the faulted diagnostics test occurred. No adverse events have been reported as a result of the unintended settings. Attempts for further info are in progress.